Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was returned in a bio-hazard plastic bag inside the rotablator rotalink plus device for the related complaint. There was no damage to the wire, as part of overall visual revision. It was unable to determine if the returned device matches with upn provided by the customer, as no packaging was received with the devices and the upn is unknown. Visual inspection revealed that the rotawire was stuck inside the coil of the burr catheter for the related complaint. The sheath and coil of the related complaint were full of solidified blood. An attempt was made to remove the wire from the rotablator device; however, it was unable to be removed and the distal end broken off 17.5cm from the end of the tip. Dimensional inspection of the overall length which was measured before the wire broke, outer diameter (od) of the distal tip and od of the proximal section were within specification. However, od of the middle of the device could not be performed due to device condition. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11500. It was reported that the wire was unable to be pulled out. A 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. Upon ablation, the burr got stalled after the rotational speed was decreased by 10,000rpm. The foot switch was then stepped, however the burr stopped rotating. The rotawire was then removed as it is from the patient's body as it was unable to be pulled out after ablating. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11500. It was reported that the wire was unable to be pulled out. A 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. Upon ablation, the burr got stalled after the rotational speed was decreased by 10,000rpm. The foot switch was then stepped, however the burr stopped rotating. The rotawire was then removed as it is from the patient's body as it was unable to be pulled out after ablating. No patient complications were reported.